Event description:
Customer device = 37 mg/dl. Customer did not have any symptoms. Customer went to the emergency room (ER). Hospital device = 158 mg/dl. No treatment was received. No controls were used. A request was made for return product and replacement product was sent.